Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of the ablation procedure to treat atrial fibrillation in the left atrium, nrg transseptal needle was selected for use. It has been mentioned that the needle tip was cracked and was slightly worn at the preparation stage after unpacking from the box. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in facility.